Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported 'door not fully latched' alarms was unable to be reproduced, but was confirmed through review of the event history log. The eval found the force required to secure the door was above expected levels, causing the reported symptom. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump would alarm 'door not fully latched' when the door was closed. It was also reported that there was no pt involvement.